Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Insert would not snap into tibial component. When surgeon got the insert to audibly snap in, he was able to remove it with finger pressure. The same problem was experienced with all four (4) inserts on hand. Surgeon finally cemented insert into tibial implant. The sales rep suspected that the problem may have been with the tibial component. This problem resulted in a surgical delay of approximately 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.